Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 22. Details of surgery: immediate extraction site. On (B)(6) 2020, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.